Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided breast biopsy procedure through hard density tissue using a maxcore instrument. During the procedure, the instrument needle bent and the needle became difficult to remove from the patient. Additionally, the firing button became stuck. No coaxial needle was used. The procedure was completed using another device. There was reported no patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided breast biopsy procedure through hard density tissue using a maxcore instrument. During the procedure, the instrument needle bent and the needle became difficult to remove from the patient. Additionally, the firing button became stuck. No coaxial needle was used. The procedure was completed using another device. There was reported no patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided, and it was reviewed. The photo shows a maxcore device is in half prime position on top of the photo. In bottom of the photo, a bent was noted on the stylet sample notch of a maxcore device. Based on the provided photo, the reported event bent can be confirmed for only one device, however, other event failure to fire and difficult to remove cannot be confirmed. Therefore, the investigation is confirmed for the reported bent for one device as the device's needle shown in the photo was noted to be bent, however the investigation is inconclusive for the reported bent for other device as bent was not clearly visible in the provided photo as it was so blurry. Therefore, the investigation is inconclusive for the reported failure to fire and difficult to remove as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged material twisted/bent, failure to fire and difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.